Event description:
An employee found out that there are some syringes in the package without milliliter markings. We do not know if it also matters with this product because it is only a salt solution. The lot number of the mentioned syringe can no longer be traced. The box that contained the syringes ended up in the waste paper bin.

Manufacturer narrative:
(B)(4) initial MDR. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. The root cause was not concluded due to unavailability of batch information. Device problem code: a2101 - device markings / labelling problem (2911) patient problem code: f27 - no patient involvement.